Event description:
155lb subcutaneous self-filled remodulin patient via a remunitypro device the patient began using on (B)(6) 2025. Dr. (B)(6). Reported that the patient is currently hospitalized for a stroke. Dr. (B)(6). Advises that during admission, the patient experienced a double pump malfunction, so the patient is going to be converted to IV remodulin for now. It is unknown what type of device the patient will be using in the hospital. The specific pump alarm code was not provided. No pharmacy troubleshoot has been done as the patient has not been available to speak with. It is unknown if the patient had an interruption in therapy or if they experienced an adverse event due to the device malfunction. The pumps are available for return upon the patient receiving shipping materials. The suspect device serial number was not reported, so it is unknown which device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the patient for use: (B)(6). It is unknown why the patient was hospitalized, when the patient was admitted, or the date of discharge (if applicable). No additional information, dates, or details provided.